Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. 510(k): k926214. (B)(4). The actual sample was received for evaluation. Visual inspection revealed that it had been fractured. The actual sample was compared with a retention sample from the same product code and confirmed to have been fractured at approximately 17mm from the distal end. The total length of the fragment and the main body was equivalent to that of the retention sample. From this, it was judged that there was no deficient part in the actual sample. Fracture: 17mm in length; main body: 783mm in length; total length of the actual sample: 800mm (retention sample: 800mm). Magnifying inspection of both fracture ends found that the urethane outer layer had been elongated. Electron microscopic inspection of both fracture ends found some creases on the urethane outer layer surface. The urethane outer layer was dissolved to expose core wire. Electron microscopic inspection of the core wire revealed that the fracture end was straight and not tapered, and in addition, dimple pattern was observed on the fracture surface. The outer diameter of the actual sample was measured on a part other than the fracture and confirmed to meet the factory's control criteria. No anomaly in the outer diameter was observed. Mechanism of the guidewire fracture; the guide wire may become fractured when it has been subjected to one of the following loads, and the fracture section of the core wire presents some regularity depending on the load the guide wire has been subjected to. Based on previous reproductive test results: repetitive bending load at a 90-degree angle; the fracture end is straight and dimple pattern is observed on the fracture surface. One-way torque load to a test sample kept in a curved shape; the fracture end is straight and radial pattern is observed on the fracture surface. Pulling load in one direction: the fracture end becomes tapered. Pulling load to the test sample kept in a loop shape; the fracture end becomes tapered and curved. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to repetitive bending load while its distal segment was trapped in the previously implanted stent, which resulted in the fracture of the core wire due to metal fatigue. When the actual sample was further manipulated in the withdrawal direction, the urethane outer layer may have been torn. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the actual radifocus guidewire m device was caught in a previously implanted stent when being delivered to left iliac and became fractured when being pulled. The fragment was removed from the patient. The procedure was completed successfully. The patient was not harmed.